Event description:
Healthcare professional reported "capsular contracture, baker grade unknown" and "textured" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "capsular contracture, baker grade unknown" and "textured" against right device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture and anxiety-product/procedure was received on october 13, 2022, with lot number 2637172. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. Additional observations: brown particles observed, in the surface of the device. Crease flat observed, in the device. Wear abrasion observed, in the device.

Event description:
Healthcare professional reported, "capsular contracture, baker grade IV". And "textured" against right device. The device has been explanted and replaced.